Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore a device analysis could not be performed. The service history review revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia developed before or after the patient began automated peritoneal dialysis therapy. The cause of the hernia was not reported and it was not reported if the hernia had worsened due to peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the hernia event. On an unreported date during hospitalization, the patient underwent hernia repair surgery. Peritoneal dialysis therapy was ongoing. The recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.